Event description:
It has been reported that the customer was not able to unload the cot from the powerload system manually. There was no patient involvement and no adverse consequences were reported.